Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer's blood glucose was 404 mg/dl. Customer treated with a manual injection and was feeling okay. Customer has been monitoring their blood glucose all day. Customer had symptoms of high blood glucose such as urination and ketones of 5.4. Customer contacted their health care provider for their high blood glucose. Caller stated that the customer has a back-up plan. Troubleshooting was performed and caller confirmed that the insulin did exit the tubing. Customer did not have a tubing clamp. Caller was advised to do a complete set change and call back once they receive the tubing clamp to continue troubleshooting.